Event description:
A sales representative reported on behalf of a customer that the k475, 4.75 mm argo knotless anchor device was used in a procedure on (B)(6)2025, and ¿broken eyelet on argo knotless peak anchor¿. Further assessment found the surgery performed was a rotator cuff repair procedure. A "fragment of the tip of the argo was in the surgical site" and was retrieved. The procedure was completed as normal, using "another argo knotless" device, with a delay of 5 minutes. The patient's current status is reportedly normal. There was no injury and no report of medical/surgical intervention or extended hospitalization required for the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 1 device for this lot number and failure mode. (B)(4). Per the instructions for use, the user is advised the following: preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of implants are important considerations in the successful utilization of these devices. Surgeons must choose proper implant size based on specific procedure and patient history. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the k475, 4.75 mm argo knotless anchor device was used in a procedure on (B)(6) 2025, and ¿broken eyelet on argo knotless peak anchor¿. Further assessment found the surgery performed was a rotator cuff repair procedure. A "fragment of the tip of the argo was in the surgical site" and was retrieved. The procedure was completed as normal, using "another argo knotless" device, with a delay of 5 minutes. The patient's current status is reportedly normal. There was no injury and no report of medical/surgical intervention or extended hospitalization required for the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.